Event description:
It was reported that the pulse generator exhibited premature battery depletion at 10 weeks post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.